Event description:
It was reported that the patient was admitted through the emergency room due to possible infection at the implantable pulse generator (ipg) site. A small opening and leakage were noted. The pocket site was opened and washed out. The patient underwent an ipg replacement procedure and was doing well postoperatively. The physician does no believed that the infection was device related. The explanted device will not be return as it was not released by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.